Event description:
After an implantation period of approx. 115 months, it was reported that the device shows the eos status. The device currently remains implanted with plan to exchange it as soon as possible. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned data have been analyzed. The analysis confirmed the activation of the battery status eos. However, based on the information available for analysis, the root cause was not determinable. For a root cause investigation an analysis of the ICD itself would be necessary. Should the ICD be returned for analysis, this report will be updated.